Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis event. Eight days before the receipt of this report, the antibiotics treatment was discontinued. The patient has recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1936. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The cause of peritonitis was non-compliance to sterilization technique. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment and outcome were not reported. Action taken with dianeal therapies was not reported. No additional information is available.